Manufacturer narrative:
The insulin pump was received with unexpected restart alarm during unexpected restart error test due to broken solder joint on interface board. No external ram error alarm.

Event description:
The customer reported via phone call that they received multiple unexpected restart alarms and external ram error alarms. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.